Event description:
Hearing performance with the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the available information from the field, a damage to the reference electrode due to the reported external impact seems likely. However, to determine an exact root cause, device investigation at the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Hearing performance with the device is affected. Reimplantation is considered.